Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a vial in liquid. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2,-5.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of ica. This exchange resolved the problem.